Manufacturer narrative:
Additional information: it was subsequently reported that the device failed to cross/position only and that there was no damage to the strut of the device. The device was inspected before use with no issues. The lesion was located in the mid left anterior descending artery. The lesion was pre dilated. Resistance was encountered at the point of the lesion but excessive force was not used. The procedure was completed by stenting with another size device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that a resolute onyx rx coronary drug eluting stent failed to cross a lesion and a stent strut became damaged. No patient injury was reported.